Event description:
A customer contacted baxter (B)(4) regarding a alarm- blood detected in dialysate that occurred on a tina hemodialysis machine, during dialysis. The home patient (hp) reported the machine was having false "blood leak detected" alarms, the baxter field service engineer (fse) made arrangements to go onsite and evaluate the device. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for an alarm- blood detected in dialysate was confirmed during the on-site device evaluation, and the root cause was determined to be a protein buildup in bld housing. Visual inspection was performed with no observed issues. All necessary functional tests were performed and passed as per baxter?s standard operating policies and procedures.